Event description:
It was discovered during the manufacturer's repair process that the device ran on its own when the battery was inserted. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was investigated and it was found that the reverse trigger magnet fell out which caused the run-on condition. The device was repaired and returned to the account.